Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra representative on (B)(6)2020 : 1. Section b. Box 5. Describe event or problem h3 other text : placeholder

Event description:
On (B)(6)2019 , the patient underwent a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), a non-penumbra sheath, a guidewire, and a non-penumbra microcatheter. During the procedure, a single pass was made using the adapt technique and complete recanalization of distal contrast flow was achieved. However, an asymptomatic catheter-induced vasospasm occurred in the ostia of the right and left m2 segments branching from the m1. No intervention was necessary, and the event was considered resolved the same day. The patient was discharged to a skilled nursing facility on (B)(6)2019 . The vasospasm was reported to be a non-serious adverse event with a definite relationship to the index procedure and a definite relationship to the ace68.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site,vessel spasm, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
On (B)(6) 2019, the patient underwent a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). Following an adapt pass with the ace68, the patient had an asymptomatic catheter-induced vasospasm in the ostia of both the right and the left m2 segments branching from the m1. The event was considered resolved the same day. The patient was discharged to a skilled nursing facility on (B)(6) 2019. The vasospasm was reported to be a non-serious adverse event with a definite relationship to the index procedure and a definite relationship to the ace68.